Manufacturer narrative:
As reported in a research article, a patient was implanted with a 21mm sjm trifecta valve. An event of respiratory distress, prosthetic valve dysfunction, and device explant was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review, and no device or additional patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, "acute aortic dissection after re-operative aortic valve replacement with early diagnosis: report of a case," was reviewed. This research article is a case study of (B)(6) female patient who underwent aortic valve replacement with a bioprosthetic valve for aortic regurgitation seven years earlier using a 21mm sjm trifecta valve. The patient experienced respiratory distress on exertion and was diagnosed with prosthetic valve dysfunction. Re-operative aortic valve replacement with a bioprosthetic valve was performed. On post-operative day eight. Contrast-enhanced computed tomography. Which was performed to evaluate persistent high levels of inflammatory response. Revealed acute debakey type I aortic dissection. Emergency ascending aortic replacement was successfully performed. The patient was discharged on postoperative day 19 without any complications. The article concluded that acute aortic dissection after cardiac surgery is rare, however. Physicians should be aware of this possible complication. The author of the article is daisuke ueda, department of cardiovascular surgery, (B)(6) hospital, (B)(6).